Manufacturer narrative:
Other applicable components are: product ID: 3888-28, lot# r126901, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was scheduled for a lead revision on (B)(6) 2019 because they only had stimulation for about a week after the ins was put in and have felt nothing since. It was noted that the lead configuration was correct, and a connectivity and impedance check showed all green. It was reported that when they tried to increase intensity, an out of regulation (oor) screen would display right away. The following impedances were reported: ref 0 - range of 3100-5770, ref 1 - "fine", ref 2 - range of 2100-4100 ohms, ref 3 - "fine" all under 5000 ohms. It was noted that the elevated impedances were likely the reason why the patient wasn¿t feeling stimulation. The manufacturer representative didn¿t need any further assistance as the surgeon was planning to replace the lead anyways. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the issue was unknown. The hcp was unable to replace the lead, so the lead and ins were explanted. The products would not be returned. No further complications were reported.